Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft was being used on (B)(6) 2024 and the "diathermy tip continually kept falling out during use". There was no impact or injury to the patient or user. The procedure was completed with an alternate device ¿another one was opened¿. Per further assessment it was found that the device was being used when the tip fell out. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one plpul2020 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the internal clip that holds the electrode is broken. The root cause cannot be determined; however, based upon the evaluation with photos and the IFU, the likely cause of this event was the device removal reattachment procedure was not followed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 10 reports, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if necessary to remove blade: unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. Caution: we do not recommend re-using the original blade after it has been removed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft was being used on (B)(6) 2024 and the "diathermy tip continually kept falling out during use". There was no impact or injury to the patient or user. The procedure was completed with an alternate device ¿another one was opened¿. Per further assessment it was found that the device was being used when the tip fell out. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.